Event description:
The customer reported that the system did not fluoro when powered up. They rebooted the system numerous times and still could not get it to operate.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the interconnect cable had broken wires. He installed the lemo connector as well as the interconnect cable, but still had problems. He replaced the mainframe backplane pcb, the ffb and gib pcb's. He removed the ffb and gib and re-installed the original parts. He ordered a single board computer kit and a new gib. He installed the gib and sbc kit at the same time. The system now operates as intended.